Manufacturer narrative:
Final analysis found no telemetry during interrogation. Measured data was tested at lower battery voltage which indicated that the measured data was at 2.03 v which is below end-of-life (eol). After replacing the battery and downloading the product code the device functioned normally.

Event description:
It was reported that the first attempt to read measured data was not successful. No elective replacement indicator (eri) message was displayed. A second attempt was made to obtain measured data but the screen stayed gray. Multiple attempts at updating the battery and lead data were unsuccessful. Another programmer was used with the same results. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.